Event description:
It was reported that the patient was experiencing pocket stimulation with pacing of the atrial lead. An x-ray was done and showed the atrial lead was dislodged and coiled in the pocket. X-ray also showed that the right ventricular (rv) lead slack was gone. It is suspected the patient has twiddler¿s syndrome. The device was reprogrammed and the patient will be scheduled for a lead revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-45 implantable pacing lead (B)(6) 2013; sedr01 implantable pulse generator (B)(6) 2013. (B)(4).